Manufacturer narrative:
Exact date unknown, event occurred few months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg longer and more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.